Manufacturer narrative:
No customer number or customer contact info was available; therefore, a search for product related to the complaint could not be performed. Additionally, lot info was not available, so an investigation of the device mfg records was not performed. If add'l info should become available, a supplemental MDR will be filed.

Event description:
During a phase IV, prospective, open label, multi-center, observational and descriptive study to investigate the intradialytic change in platelet counts during hemodialysis treatments in esrd subjects maintained twice weekly hemodialysis (B)(4), a pt clotted her dialyzer and blood lines twice. The pt had to pause treatment on the hemodialysis machine and when she returned the dialyzer and bloodlines clotted. The pt had to terminate treatment 43 minutes early. Blood loss was not reported. Blood loss for dialyzer and blood lines approximated at 100ml. The first occurrence for the dialyzer and the blood lines are reported separately as related MDR's. The pt withdrew from the study due to this event. The outcome was resolved on (B)(6) 2010. The event was assessed as mild severity and not related to the study.